Manufacturer narrative:
(B)(4). It was indicated that the device will not be returned for evaluation; therefore, analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the right ventricular (rv) lead and the pulse generator (pg) were explanted due to inappropriate shock without therapy exhaustion. There was also oversensing without pacing inhibition noted. There were no visible fracture of the lead under fluoroscopy or upon explant, however the physician still thought the lead was fractured. Additionally, the right atrial (ra) lead was capped because of a device downgrade from a dual chamber implantable cardioverter defibrillator (ICD) to a single chamber ICD. The new device and rv lead were successfully implanted the following day. No additional adverse patient effects were reported.